Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested, but not provided. However, the customer states the patient was an adult.

Event description:
It was reported that the tubing set leaked at the y-site during a leucovorin infusion while on use on a patient. There were no adverse effects caused to the adult from the event.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer's report that tubing set leaked at the y-site was not confirmed; however, a leak from the check valve was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set. Functional gravity testing confirmed a leak from the check valve component. No other leaks were observed throughout the set. Closer inspection of the check valve leak under a lab microscope observed the leak is from the check valves weld line. No scratches or damages were observed on the check valve. The source of the leak is form the check valve component weld-line. The root cause of the leak is due to an incomplete weld during the supplier ultrasonic welding process. Device history record for model 2420-0007 could not be performed due to no lot number being provided by customer.

Event description:
It was reported that the tubing set leaked at the y-site, during a leucovorin infusion while on use on a patient. It was confirmed during follow up, that there was no patient harm or impact as a result of this event.